Event description:
It was reported that during device upgrade, externalized conductors were observed on the lead via fluoroscopy. Electrical parameters were within range. The lead remains implanted. The patients condition was good following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.